Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the surgeon had difficulty inserting the va drill guides into the va holes. The guide was not seating properly. No other information is available. This report is for one (1) 2.0mm variable angle locking drill guide/variable this is report 1 of 5 for (B)(4).